Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported multiple intermittent low blood glucose levels (bg) in the 30-40 mg/dl range. Reportedly, customer is very active for work and tends to remove pump during work. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.